Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2023 using a 14f amplatzer steerable delivery sheath. The patient had a pre-existing condition of atrial fibrillation and was noted to have a severely enlarged left atrial appendage (laa). The largest orifice of the appendage was measured at 36mm. The patient's activated clotting time (act) levels were over 250 seconds. During implant, the device was determined to be too small and was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder. During implant it was noted that there were issue with air bubbles within the sheath of the device. The device was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder. The device was re-captured three times to position the device into an ideal place. The device was implanted. Upon meeting close criteria, it was noted that while there was no flow detected past the lobe, there was some flow noted past the disc. It was determined that there was no way to close the gap between the disc and the coumadin ridge. A next-sized up disc would have encroached on the mitral inflow. The 6mm leak was deemed acceptable, and the device remained implanted. On (B)(6) 2024, during the one year follow-up transesophageal echocardiography (tee) a thrombus was detected. The patient was put back on a full dosage of eliquis (apixiban). A follow-up tee was scheduled in 3 months. It was thought that the thrombus was caused due to the correlation between a severely enlarged laa and atrial fibrillation. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus, one-year post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstance as the patient was put back on anticoagulant medication. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2023 using a 14f amplatzer steerable delivery sheath. The patient had a pre-existing condition of atrial fibrillation and was noted to have a severely enlarged left atrial appendage (laa). The largest orifice of the appendage was measured at 36mm. The patient's activated clotting time (act) levels were over 250 seconds. During implant, the device was determined to be too small and was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder. During implant it was noted that there were issue with air bubbles within the sheath of the device. The device was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder. The device was re-captured three times to position the device into an ideal place. The device was implanted. Upon meeting close criteria, it was noted that while there was no flow detected past the lobe, there was some flow noted past the disc. It was determined that there was no way to close the gap between the disc and the coumadin ridge. A next-sized up disc would have encroached on the mitral inflow. The 6mm leak was deemed acceptable, and the device remained implanted. On (B)(6) 2024, during the one year follow-up transesophageal echocardiography (tee) a thrombus was detected. The patient was put back on a full dosage of eliquis (apixiban). A follow-up tee was scheduled in 3 months. It was thought that the thrombus was caused due to the correlation between a severely enlarged laa and atrial fibrillation. The patient status was stable.